Event description:
On (B)(6) 2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, a patient had surgery utilizing the ibalance uka on (B)(6) 2019 and later in 2019 a revision was performed due to infection.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event. The complaint allegation was not confirmed. No evidence of that failure was received.